Manufacturer narrative:
As part of a quality system improvement plan, stryker corporation conducted a 2 year retrospective MDR review to ensure appropriate MDR reporting decisions. Events reported to stryker from (B) (6) 2006 to (B) (6) 2008 were the scope of this retrospective review. These events are being submitted under exemption (B) (4). There are 22 event(s) associated with this event type (malfunction) and product code (B) (4).

Event description:
Fluid/leak. Per the note that was handed to (B) (6) - the end with the 2 tubes and the electric cord had fluid squiring out of the ends towards the doctor.